Event description:
It was reported that the alarm for a low water level is not working. The event occurred during preventative maintenance (pm), and there was no patient involvement. No adverse effects or patient injury was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found in good condition. Functional testing found no issues. Device passed all functional testing, unable to replicate the reported issue. No problem found. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. UDI number is unknown, no product information has been provided to date.